Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one grip to be detached from the distal end of the 5mm needle driver instrument. The carbide insert was found to still be attached to the grip. The grip fractured at the junction with the hub feature, where there is a 90 degree angle, and hairline cracking is exhibited. No other damage was found.

Event description:
It was reported that during a da vinci s tubal reanastomosis procedure, while the surgeon was suturing, the tip of the 5mm needle driver instrument broke and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse events, or injury was reported.